Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen for a device check. Upon interrogating the s-ICD a red screen appeared on the programmer indicating a battery depletion alert had been recorded. The patient also has a pacemaker implanted and has a left sided pain pump. It was noted that the patient has not reported hearing beep tones from the s-ICD. The remaining battery was listed at 12 percent. Boston scientific technical services (ts) discussed the 12 percent was a programmer estimate and that it uses different criteria than the battery voltage. The programmer calculation may be due to multiple device therapy, telemetry use, or changes causing it to declare elective replacement indicator (eri) by calculation. Ts explained the 12 percent battery remaining is accurate. The device remains in service at this time. No adverse patient effects were reported.